Event description:
The customer reported that the clear insulation fell into the pt cavity. It was retrieved during the procedure. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.